Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" and concern with the product being textured.

Event description:
Healthcare professional reported left side removed due to "rupture". Removal was also due to concern with the product being textured. Device has been explanted.

Event description:
Healthcare professional reported, left side removed, due to "rupture". Removal was also, due to concern with the product being textured. Device has been explanted.